Event description:
It was reported that the patient was reporting pain over the generator site. The magnet was taped over the generator but the patient still reported occasional pain. It was reported that it was difficult to get reliable feedback from the patient, but the caregiver believed the device was still providing stimulation (even with magnet taped over the generator which should typically temporarily disable the device). It was confirmed that the magnet was taped in place over the generator. The generator was not reported to be deep or tilted.

Event description:
Additional information was received that the patient's settings and diagnostics are as expected and within normal limits. No other magnets were tested. It was reported that magnet activation did not work either. The vns was turned back on and was reportedly functioning properly.no additional relevant information has been obtained to date.